Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed and there was blockage in the cartridge. A cartridge change was performed resolving the issue. Customer's blood glucose was 286 mg/dl.